Manufacturer narrative:
E1: initial reporter address: (B)(6). H4: the lot was manufactured may 6-8, 2024. H11: the device was received for evaluation containing 229ml fluid in bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow of fluid was observed flowing out of the distal luer. A functional flow rate test was performed and the flow rates were found to be within the product specification range. The sample was found to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor had no flow. This was observed after 24 hours of patient infusion via a midline. The device was filled with piperacillin/tazobactam 18g in 230ml sodium chloride 0.9%. The non-baxter needle-free connector on the midline was replaced and the line flushed with 10ml sodium chloride. A bolus dose with piperacillin/tazobactam 4.5g was given as prescribed diluted with 20ml water for injection and given as a slow bolus, followed by 10ml sodium chloride. The device was reattached for further use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.